Event description:
It was reported to philips that system did not emit x-rays. The system was in clinical use at the time of the reported event and the patient was moved to another system for completion of the procedure. There was no allegation of injury to the patient or user. An investigation into this complaint has been initiated by philips.